Event description:
Customer reported that the sensor glucose readings are off by nearly 60 points compared to the blood glucose readings. Customer stated that they also receive incorrect low alerts in the middle of the night. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.